Event description:
The manufacturer received information alleging a failed test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a failed test step. There was no harm or injury reported. The ventilator was returned at the third party service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module was replaced to address the issue.